Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device did not produce any vacuum. Per review of wo on 21feb2024, device was used on patient and no patient injury was reported. Per follow up information received via email on 22feb2024, technician would try to repair onsite, they still need to schedule a date. No patient impact was reported.

Event description:
It was reported that the arctic sun device did not produce any vacuum. Per review of wo on 21feb2024, device was used on patient and no patient injury was reported. Per follow up information received via email on 22feb2024, technician would try to repair onsite, they still need to schedule a date. No patient impact was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.